Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was ongoing. The cause of the peritonitis was unknown. Treatment for the events was not reported. At the time of this report, the patient was recovering from the peritonitis. This is report 1 of 2 involved in this peritonitis event. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4): a batch review was conducted for potentially associated lot numbers h12h27051, h12h29057, h12j03034 and h13b04045 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.